Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that the device has been removed from service. The customer advised that the cost to repair the device was not approved and they were unsure when, or if, the unit would ever be repaired. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself while attempting to charge to 360 joules during testing. The biomedical engineer confirmed that the device was plugged into an ac power source and that the ac mains led was lit. There was no patient use associated with the reported event.